Event description:
A lab technician splashed waste liquid on her eye when emptying the waste container from the advia centaur xp. The lab technician was treated by the physician in the ER. Blood was drawn for the (B)(6) testing. Further testing will occur over the next few months.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The lab technician was not wearing safety goggles when the incident occurred. This event is being reported because the injury occurred in a potentially biohazardous environment. The instrument is performing within specifications. No further evaluation of the device is required.